Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable, requiring caller to hold cable in place and with visible damage to silver usb port, although pump did not shut down or lose power. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.